Manufacturer narrative:
One used 30 ll without blister sample was received by the quality team. Upon visual inspection of the sample received, the leakage past the stopper can be verified. No damage or molding defect can be observed in it that could cause leakage. The stopper is correctly assembled to the plunger. The sample was also disassembled with no observation of any damage to the plunger rod that could be related to the leakage. Final products were sampled and subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Without the lot number, retained samples cannot be evaluated and the device history record could not be reviewed. Based upon the quality team's visual inspection of the sample received and manufacturing investigation, the root cause of this incident cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the low severity and frequency of the defect it was determined that no CAPA is required.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ 30ml luer-lock syringes were found leaking while being used for drawing up and storing medication. Leaking at the plunger end was also noticed after capping the syringe for storage. There was no report of injury or medical intervention.